Event description:
It was reported that during direct stenting in an ostial/proximal saphenous vein graft (svg) to the right coronary artery (rca) with a 99% occlusion, the xience xpedition 3.50x12 stent delivery system (sds) was inflated to 20 atmospheres. After deflation of the sds, a vessel perforation was noted in the svg. One graftmaster 3.0x16 was deployed and successfully sealed the perforation; however, there was poor flow distally. It was thought that perhaps the dissection had spiraled down the vein, but it was not certain on the cause of the poor flow. One otw 2.75x38 xience xpedition stent was implanted distal to the graftmaster, but the poor flow continued. After the otw 2.5x38 xience xpedition was deployed, the poor flow resolved. There was no blood transfusion administered. The patient reportedly did fine. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy (used in a graft). Luge guidewire, xience xpedition 3.50x12 stent, jostent graftmaster 3.0x16. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. It should be noted that the IFU states- this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The two other devices referenced in are being filed under separate medwatch MFR numbers.